Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set with duo-vent spike had fluid leaking out of the vent instead of filling up the chamber. This occurred while running propofol (glass bottle) via a central line after switching the bottle; a new bottle was needed, but the line did not need to be changed yet. There was no report of patient injury or medical intervention associated with this event. No additional information is available.